Event description:
A report was received that the patient¿s ipg was no longer holding a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the revision procedure was cancelled as the patient had a heart attack and was on blood thinners. No further course of action at this time.

Event description:
A report was received that the patient¿s ipg was no longer holding a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.